Event description:
It was reported that during a robotic left lobectomy procedure, the seal was noted to be broken. When the customer went to open the device, it was noted the seal was broken and the device was no longer sterile. Another device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the device was returned without its package. As the package was not returned for evaluation, no analysis could be performed and therefore, no conclusion could be reach as to what may have caused the reported incident. All ees product is 100% inspected prior to release. The batch record was reviewed and no anomalies were noted during the packaging process.